Event description:
In 2007, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. In late 2008, another gore tag thoracic endoprosthesis was placed to address a proximal type I endoleak. No further complications have been reported.

Manufacturer narrative:
Device lot/serial numbers are not available to conduct a manufacturing records review. A manufacturing records review was not conducted.